Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper and lower abdomen on (B)(6) 2020 and (B)(6) 2021 with the cooladvantage+ and coolmax applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
G3 in previous medwatch was inadvertently left blank instead of 7/19/2021.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the upper, lower and mid abdomen on three separate occasions using the coolmax and cooladvantage plus applicators. The treated areas are enlarged and presented with firmness, possibly paradoxical hyperplasia.